Event description:
It was reported that the patient experienced stress urinary incontinence (sui) with his artificial urinary sphincter (aus) device. The balloon was explanted and replaced without any adverse patient effects.